Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 159mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.